Event description:
Customer reportedly tested at 118mg/dl early in the day and drank orange juice as a result. The customer then took a nap untul her daughter came. Daughter stated that she arrived, the customer was having chest pain and talking sluggishly. Daughter reports calling the paramedics and testing customer at 127mg/dl on the customer's device. The paramedics arrived and tested customer at 27mg/dl within 2 mins. The paramedics reportedly gave the customer glucose gel and transported her to the hosp where she tested at 130mg/dl. No strip info was provided. No qc were used. Requested return of suspect device and replacement was sent.